Event description:
It was reported by the customer that a pyxis medstation system had a failed tower door. The customer stated that the that tower door 7 failed and unable to recover even after a reboot. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed tower door. The field service engineer worked with customer in manually recovering all the doors remotely. The tsc confirmed that the customer was able to get the required medication from another station. The system functioned as intended after the field service engineer troubleshooted the device.